Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please clarify what was breaking while using? Did the suture got broken? Please clarify. Suture was breaking. What did you referring "sutupak"? The concern code is an needless suture. Did the package was broken? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 9/27/2022. H6 component code: g07002 no device problem found. H3 investigational summary: complaint sample: 10 intact reference sample foils were received for investigation for code: pw2602, lot: t8002. Received intact reference sample pack was visually inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil pack. Received intact reference sample foils then subjected to knot pull tensile strength test. The primary pack were opened, and sutures were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needle but no such defects were observed. The open foil was checked for presence of pin holes and damage, and it has been observed that all the received foils were observed with multiple pin holes. 05 nos. Of reference sample were tested for knot pull tensile strength test and found to meeting the specification requirement. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code: pw2602, lot: t8002. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident code: pw2602, lot: t8002 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 3.956 kgf and value at the time of finished good release was found to be 3.959 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 2.680 kgf. All the individual as well as average knot pull tensile strength values of retain sample as well as reference sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code: pw2602, lot: t8002 no other event was reported for same description from other parts of country. The detected breakage of suture issue may have been observed due to ingress of humidity through the observed pinholes. The observed pin holes might have generated during improper storage and handling of the product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc- date sent to the FDA: 9/16/2022 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # pc-001172890 date sent to FDA: 9/16/2022 corrected information: d4 - expiration date this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.